Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
Reference MDR number 2242445-2012-00038 for the first event involving the same patient. It was reported that while in the cath lab the ai-07134 was pretested prior to insertion and the balloon did not fully inflate. As a result, another ai-07134 was requested. The third berman was pre-tested successfully and able to be used for this patient. There was no reported patient death or injury. Medical / surgical intervention was not required. There was no delay or interruption reported and the patient did not experience complications. The patient outcome is fine.